Event description:
It was reported to boston scientific corp in 2008 that an autotome rx sphincterotome was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed seventeen days later. According to the complainant, during the procedure, it was observed that "the guidewire released early on the catheter." The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "pt is ok".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.